Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
The string came apart and the tampon stayed inside of me [foreign body in reproductive tract]. Tampon string came apart [device breakage]. Went to take the one I had in out, the string came apart and the tampon stayed inside of me [complication of device removal]. Redness - vagina [vulvovaginal erythema]. Case description: consumer called stating the string came apart when she attempted to remove the tampon. No serious injury was reported.